Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use for ablation, when an attempt was made to puncture after connecting it with the generator, the breakage of the coating like peeling off at the tip of the antenna was found. Replaced with new similar device and it worked fine. There was no patient involvement.